Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a circumcision. The esu was used with a bipolar cable [part number (p/n) 20196-065, lot number (l/n) 0322] as well as bipolar forceps (p/n 20195-039, l/n 206501). No information was provided regarding the settings used. Upon activation, spark/arcing occurred which resulted in 1st and 2nd degree burns of 175, 70, and 60 cm2 in size around the adhesive surface of the cover on the abdominal wall, on the inside of the thigh and on the buttocks. The child was transferred to a burn center for surgical removal of the necrosis.

Manufacturer narrative:
The involved esu, bipolar cable, and bipolar forceps were returned and evaluated. The findings were as follows: esu the unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. Bipolar cable an inspection of the cable revealed that there was break in both strands close to the instrument in the bend protection area. The accessory showed visible and clear signs of use and wear. There were no material or manufacturing defects. Bipolar forceps an inspection of the forceps revealed signs of use and wear. Based upon the provided information, it appears that sparking occurred at the break(s) near the instrument which caused a compress and/or cover to ignite (note: the fire may have been due to the presence of a flammable disinfectant and/or its vapors.). A breach in a cable can occur due to age and wear caused by frequent reprocessing as well as mechanical kinking and tensile stress during use. The instructions for use of the cable states that the product must not be kinked and must be protected from any mechanical damage. Broken cable conductors can lead to arcing which can ignite flammable materials. The cable must therefore be checked for damage before each use. If there is obvious damage, the cable must no longer be used. In this case, the visibly damaged cable should no longer have been used. No trends have been identified and erbe USA, inc. Is now closing the file on this event.